Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubie drawer unable to recover. A field service engineer discovered that the helmer refrigerator was not connected to the bus. Once the pharmacy located the appropriate set of keys, I guided them through the correct reboot sequence for both the refrigerator and the station. Following the reboot, they successfully restored the functionality of the refrigerator the system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es malfunctioning hardware and inability to retrieve the drawer. A customer reported that the user was unable to dispense medication, resulting in a delay in the patient's treatment. There were no adverse events or injuries reported based on this event.